Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the thresholds and impedances were trending high on the right ventricular (rv) lead. Possible lead fracture was suspected. The lead was capped and replaced. No patient complications have been reported as a result of this event.